Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Pt status post plate and screw implantation of the radius returned to surgeon complaining of pain. An x-ray showed a non-union. Surgeon removed the plate and noted there was a 45 degree axial twist in the plate.